Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and high threshold measurements. Surgical intervention was performed to replace the rv lead. It was also noted that there was a loose connection between the rv lead and the pacemaker. The rv lead was successfully explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.